Manufacturer narrative:
The reported event was confirmed for high impedance. Microscopic inspection identified all broken wires inside the paddle/header. The broken internal wires inside paddle are consistent with overstress condition the paddle may have been subjected to while in vivo.

Manufacturer narrative:
Reporter phone number: (B)(6).

Event description:
It was reported the lead exhibited high impedances. Surgical intervention took place wherein the lead was explanted and replaced to resolve the issue.